Event description:
It was reported that the customer was at the urgent care due to unexplained high blood glucose. The mother stated that the customer was in an accident, but she was not driving. Troubleshooting was performed. The time, date, and settings were correct. Reviewed the bolus history, and all the boluses were registered. Assisted the caller to run the fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller that the insulin pump is functioning as designed. Instructed the customer to change the entire infusion set and reservoir. The mother stated that she does not feel comfortable and requested having a replacement of the insulin pump. Suggested that the customer should revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently,, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.